Manufacturer narrative:
The reported oad was received at csi for analysis. Visual examination revealed the driveshaft was damaged and severely stretched at the proximal and distal edge of the crown. The crown was detached and not returned for analysis. Scanning electron microscopy analysis of the driveshaft crown bond location showed the presence of residual solder, indicating the crown had been sufficiently attached at one point. The device data log did not reveal any issues that would have contributed to the reported events. When tested for functionality, the oad functioned as intended. At the conclusion of the device analysis investigation, the report that the oad could not cross the lesion could not be confirmed through analysis. The root cause of the detached crown could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth peripheral orbital atherectomy device (oad) was unable to advance to through the vessel and the procedure was completed with a smaller sized crown. Upon receipt of the oad for analysis, the crown was found to be detached. Per csi field staff, there were no fragments left in the patient's body.